Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and bumpy without any blistered or broken skin. The patient¿s physician prescribed doxycycline 100mg for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.